Manufacturer narrative:
The insulin pump was received with no act button response due to an unlocked j2 keypad connector on lcd board. Unable to perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test due to no button response. The unit had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 346 mg/dl. The customer also had a high blood glucose of 500 mg/dl, and over treated with insulin and the blood glucose decreased to 50 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.